Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported that the ventilator will not power on. The field service engineer (fse) verified the reported problem. The customer reported that the unit was not in use on a patient. The fse replaced the power supply to address the reported problem.

Manufacturer narrative:
G4: 07oct2020. B4: 08oct2020. Failure analysis on the returned power supply shows that the failure of c56 prevented the power supply from operating on ac power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.